Event description:
New information received indicates that the rv lead also exhibited failure to capture. The rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.

Event description:
It was reported that the patient's right ventricular (rv) lead was oversensing noise. The patient had no adverse consequences.

Manufacturer narrative:
Further information was requested but not received.